Event description:
It was reported that the patient was scheduled to have the vns system explanted. Information was received that the reason for explant was pain at the generator site in the chest. The device was since disabled and has been explanted. The explanted device will not be received due to the explanting facility's policies. No additional or relevant information has been received to date.